Manufacturer narrative:
An outside the united states customer stated that a sample from one patient had an elevated atellica im high-sensitivity troponin I (tnih) result. The sample was repeated on the atellica im analyzer, and the results were elevated. The sample was tested on an alternate method and the result was lower. Calibration and quality control (qc) have been within specifications for tnih. The customer mentioned that the laboratory sends the patient report to central lab for review by chemical pathologists. The laboratory has not retained any sample for testing by siemens and cannot advise any impact on patient treatment or outcome. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer obtained a discordant atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated on the atellica im analyzer, and the results were elevated. The sample was tested on an alternate method and the result was lower. The initial result was reported to physician(s), who questioned the result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
Siemens filed the initial MDR on sep 30, 2022. Additional information: oct 10, 2022 main lab investigation results report states: other issues advised on error report - alternate method tni: 4.5000 ng/l (interference detected). Additional information: oct 18, 2022 . An outside the united states customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one female patient serum sample that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run, and the patient sample results were reproducible: atellica im initial result 101 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (116, 122 ng/l). This indicates a sample/patient specific incident. The customer also had the specimen run on an alternate method troponin I, which resulted 4.5 ng/l and below the reference interval (alternate method reference interval: female 10ng/l; male 20ng/l). The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that the atellica im tnih and alternate method and/or alternate method troponin I will have similar results. There are, per the instructions for use (IFU), cardiac and non-cardiac conditions that can cause elevations of troponin I in the absence of acute myocardial infarction (ami). The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings.". The sample will not be sent back to siemens for any further testing. Siemens cannot rule out heterophile or another non-specific antibody and/or a potentially interfering substance in the sample as the cause of the elevated results. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.